Manufacturer narrative:
Manufacturing investigation: the complaint sample was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A lot history review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. No information was found and no lots were identified during this review, which sought to identify the lot numbers for all naturalyte liquid sodium bicarbonate products shipped to this account within the selected time frame. As the lot number was not identified by the user facility and since no lot information was identified during the ship history, a manufacturing review was not able to be performed. Although a records review was not able to be performed, all device history records (DHR) are reviewed and released according to the "review and release of device history record" standard operating procedure (sop) document. Product is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the involvement of the naturalyte liquid sodium bicarbonate could not be reached without a physical analysis of the product used during the reported event. However, naturalyte liquid sodium bicarbonate products are manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. Clinical investigation: the patient medical records were provided by the facility on (B)(6) 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Based on the provided medical records, the event pertains to a (B)(6) year old, male, end stage renal disease (esrd) patient on hemodialysis (hd) therapy being carried out thrice weekly. The patient started hd treatments on an unknown date, and the patient¿s last hd treatment is not known. On (B)(6) 2016, the patient was admitted to the hospital with a primary diagnosis of chest pain. During the admission, on (B)(6) 2016, the patient had a bronchoscopy for an unknown reason; the results of which were not made available. On (B)(6) 2016, the patient was transferred to a skilled nursing facility. On (B)(6) 2016, the patient was transferred to the hospital after becoming unresponsive. The patient's vital signs were recorded as being the following: blood pressure (bp) (B)(6); heart rate (B)(6) beats per minute (bpm); respirations (B)(6); temperature (B)(6) degrees fahrenheit. The patient expired in the emergency room (ER) of the hospital on (B)(6) 2016. The patient had an extensive medical history which included the following: coronary artery disease (cad); coronary artery bypass surgery (CABG); chronic obstructive pulmonary disease (copd); end stage renal disease (esrd); malaise and fatigue; diabetes mellitus type 2; dysphagia; dyspnea; hyperlipidemia; anemia of chronic disease; paroxysmal atrial fibrillation; primary hypertension; acute and chronic respiratory failure; unspecified asthma; sepsis; pneumonia of the left lung due to infectious organism; morbid obesity; chronic kidney disease (ckd); shortness of breath (sob); acute maxillary sinusitis; acute bronchitis; chest pain. The patient took a number of medications related to the previously stated comorbidities. There is no documentation in the patient medical record supporting a possible association between the fresenius dialysis products and the adverse event of cardiac arrest, and the outcome of death. There were no allegations of a device malfunction against any fresenius products. However, there is a certain association between the patient's co-morbid diseases of cad, copd, paroxysmal atrial fibrillation, diabetes mellitus type 2, primary hypertension, acute and chronic respiratory failure, and the adverse event, and subsequent outcome of death.

Manufacturer narrative:
(B)(4). No product sample was returned to the manufacturer for physical evaluation. The post market surveillance department received medical records associated with the reported event. Both a clinical investigation and plant investigation are in process. A supplemental MDR will be submitted upon completion of these activities.

Event description:
The director of nursing at the skilled in-patient nursing facility, the patient had been receiving care reported that the patient expired on (B)(6) 2016. The patient's cause of death was listed as cardiac arrest due to coronary artery disease. However, at the time of this report, the director of nursing refused to provide any additional event or patient details. The patient's medical records were requested and received. No complaint sample was available to be returned to the manufacturer for evaluation due to the amount of time that had elapsed since the event.